Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single lumen, 4.2f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigational summary: one cvc catheter kit with kit components were returned for sample evaluation. Gross, visual, microscopic and dimensional observation evaluations were performed on the returned device. Bending was observed throughout the guidewire. The j tip guidewire was noted to be stretched and uncoiled throughout the distal end. A core wire was noted to be within an uncoiled area of the guidewire but not protruding any area. The flat core wire was noted to within the uncoiled portion of the guidewire. Therefore, the investigation is confirmed for the reported deformation due to compressive stress and identified stretched issues. However, the investigation is inconclusive for the reported physical resistance/sticking and failure to advance issues as the exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure using the central venous catheter. During preparation, when attempting to pass the guidewire through the needle, resistance was encountered and the guidewire could not be advanced. The procedure was completed using another device. There was no patient contact.